Event description:
Customer is reporting a centrifuge bowl leak. Name and function of complainant: same as reporter. Customer called in, customer stated that she had already aborted the patient treatment at 200 ml whole blood processed and stated that the patient was in good condition. Therakos hotline asked the customer if there was a visible blood leak. Customer reported that, yes, there were some little blood splashes on the leak sensor but she did not see obvious damage on centrifuge bowl. Customer did not return kit for investigation as it had already been discarded.

Manufacturer narrative:
Batch record review for lot a759 was performed. There were no non conformances associated with this lot. This lot met all release requirements. A review of complaints received for lot a759 was performed. There was only one other centrifuge bowl leak reported to date for this lot. The assessment is based on information available at the time of the investigation. No product return was received by the customer for investigation. The root cause for this complaint cannot be determined based solely on the information provided by the customer. (B)(4).